Event description:
New information notes that the patient was doing great post procedure.

Event description:
It was reported that the left ventricular lead exhibited high thresholds. Fluoroscopy revealed that the lead had become dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).